Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient experienced infusion set cannula kinked event on (B)(6) 2025. Event occurred within three or more hours after the insertion. The site of insertion was the abdomen, and the infusion set had been in use for approximately 13 hours when the problem occurred. As a result of this issue, the patient's blood glucose (bg) level rose to 379 mg/dl. To address the elevated bg, the patient administered a correction bolus through their insulin pump. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.